Event description:
A stryker sales representative learned that during a cervical laminoplasty, a neptune rover was used to apply suction to a jackson-pratt drain that was connected to a patient's wound site. It was alleged that the applied suction was too strong. The patient experienced a large bloody output and neurologic deficits were noted, however are resolving. No further information has been provided by the user facility. At this time, it is unknown if the neptune rover contributed to the patient's adverse condition, and the device was not sequestered by the user facility. Numerous attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The initial reporter listed is the contact person from the user facility's (B)(6) department, who is conducting a review of this event. At this time, the user facility has not confirmed any adverse event information to stryker. Numerous attempts to obtain information regarding patient status and additional event details have been unsuccessful. Additionally, stryker has not received any device malfunction allegations or requests for device servicing, as a result of this event. The (B)(6) department at the user facility indicated that the neptune rover involved in the procedure was not sequestered, so therefore the serial number is unknown. On (B)(4) 2012, stryker instruments issued a recall for the instructions for use (IFU) for neptune 1 and neptune 2. The reason for the recall was to update the IFU to include a warning against using the neptune device in a manner in which it was not intended to be used. The assigned recall numbers are(B)(4). User facility has not made the device available for evaluation, and has not requested any service activities.